Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to he best of our knowledge.

Event description:
The customer reported that when she dropped her insulin pump, not only the device did crack, but the top of the reservoir as well, and insulin was leaking from the reservoir. No further info was provided.